Event description:
During inspection, the customer reported the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message immediately upon powering on. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the load cell characterization test and review of the archive data. The root cause of the (ua) 07 was the single point load cell # 1 failure. The cracked covers and load cell failure were likely attributed to mishandling such as a drop, or the age of the platform. The platform was manufactured in 2008, and is 14 years old, past its expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, the top cover and front and bottom enclosure were cracked, and the battery clip was twisted. The observed physical damage appeared to be the characteristic of user mishandling. The top cover, front/bottom enclosures, and battery clip will be replaced to address the damage. Also unrelated to the reported complaint, the power distribution board was not up to date and will need to be replaced. The archive data revealed that the archive history was corrupted, unrelated to the reported complaint. All the dates in the archive showed april 23, 2020. Therefore, the date of the customer's reported event was not captured. The root cause of the corrupted archive is undetermined. The software was reloaded to remedy the issue. However, based on the archive review, the autopulse platform did display (ua) 07, thus confirming the complaint. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the load characterization test was performed and confirmed the failure of single point load cell #1, thus, confirming the reported complaint. A load cell failure would cause the platform to display (ua) 07. The single point load cell #1 will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).